Event description:
The patient was undergoing a coil embolization procedure for a dural arteriovenous fistula using a penumbra coil 400(pc400) coils. During preparation for the procedure, the physician had difficulty advancing a pc400 coil through the introducer sheath and it was not used. The procedure continued using a new pc400 coil.

Manufacturer narrative:
The pet lock was intact. The pusher assembly was kinked approximately 5.0, 10.0, 12.0, and 26.5 from the proximal end. The friction lock of the introducer sheath was seated well onto the mid-joint of the pusher assembly. The coil was intact with the distal detachment tip (ddt) of the pusher assembly. The complaint has been evaluated. The initial complaint indicated that during the procedure, the physician had difficulty advancing the pc400 coil through the introducer sheath, and it was not used. Evaluation of the returned device could not confirm the complaint. The penumbra investigator was able to advance the coil out of the introducer sheath without unreasonable resistance. The returned device was kinked in multiple locations. This type of damage typically occurs due to improper manipulation during use or packaging for return. If the pc400 coil is manipulated with excessive force at an angle, it is likely that this type of damage would occur. These devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(6). Manufactured 8/14/2014.